Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 467 mg/dl with ketones. However, the exact ketone level was not provided and multiple attempts were made to obtain ketone level. The bg level was addressed with a manual injection. Reportedly, the user did not believe insulin was delivering properly. During troubleshooting with tandem's technical support, it was determined that the pump time was off by one hour. The user reported that they were certain the time was changed on the pump for daylight savings.